Manufacturer narrative:
Physio-control further evaluated the device and observed that there was an event code logged into the device's memory which caused the service indicator icon to be displayed in the readiness display. The event code observed in the device memory would not affect defibrillation energy delivery. It was also observed that the charge-pak that was installed in the device had expired and was not installed correctly. The device would charge and deliver defibrillation therapy. A replacement device was provided to the customer under warranty.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to a physio-control service representative that the customer's device had all three icons (charge-pak, service wrench and attention) illuminated in the device's readiness display. Therefore the device would possibly not provide defibrillation therapy when required. There was no patient use associated with the event.